Event description:
Device report from (B)(4) reports an event from (B)(6) as follows: it was reported there was a material failure. More precise information is not known. This report is for an unknown locking screw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported in a letter from a (B)(4) lawyer that the original implant date may have been (B)(6) 2011. The date the suspected plate broke cannot be verified. A review of the device history records was not performed because no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: based on the topography of the fracture surface of screw a and b, we can conclude that the screws were subjected to low dynamic bending loads (two-sided). The topography of the screw c showed that the screw c was subjected to low one-sided bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. We found no evidence of material or manufacturing defects. Contact name changed to (B)(6) manager.